Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon burst occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. An 8.0 x 60, 75cm mustang balloon was advanced for dilation. However, during the second inflation at 18 atmospheres for 30-40 seconds, the balloon burst. The balloon was removed and the procedure was completed with a different device. No complications were reported, and the patient was stable post-procedure.